Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor was in state 5 with 3 and 4 in event log which is normal termination. Observed sensor plug was properly seated in mount. Removed sensor plug assembly and performed visual inspection. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a ¿hi¿ (a reading greater than 500 mg/dl) on the sensor and administered 5 additional units of insulin in response to the reading. A comparison result of 79 mg/dl was received. Additional comparisons: sensor: hi vs meter: 67 mg/dl and sensor: hi vs meter: 62 mg/dl. Caller denied customer experienced any hypoglycemic symptoms but noted she treated him throughout the night, providing him with two bonbons, bread and then later, apple juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer¿s adc freestyle libre sensor was producing higher readings than readings received on the built-in meter. Caller further reported that on (B)(6) 2018 customer received a ¿hi¿ (a reading greater than 500 mg/dl) on the sensor and administered 5 additional units of insulin in response to the reading. A comparison result of 79 mg/dl was received. Additional comparisons: sensor: hi vs meter: 67 mg/dl and sensor: hi vs meter: 62 mg/dl. Caller denied customer experienced any hypoglycemic symptoms but noted she treated him throughout the night, providing him with two bonbons, bread and then later, apple juice. There was no report of death or permanent injury associated with this event.